Event description:
It was reported that a patient presented in clinic for a lead revision procedure due to oversensing of noise on their right ventricular lead. Fluoroscopy was performed on (B)(6) 2022 which confirmed that the lead was fractured. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.